Manufacturer narrative:
Product ID 3093-33, lot# v846431, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell once, 'a couple of months ago,' and once a week prior to the report. The patient stated that 'this thing' was 'killing' her. The patient stated that when it was on 'too high,' it hurt, and when it was on low, it felt like it was not working and not helping her symptoms. The patient stated that her health care provider (hcp) did an x-ray and it looked 'fine.' The patient had been reprogrammed once. Additional information was requested, but was not available as of the date of this report.